Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a damaged downstream occlusion (dso) seal as well. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a damaged downstream occlusion (dso) seal and damaged battery compartment was found. The customer's problem was replicated. The cause of the problem was the damaged battery compartment. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The dso seal and battery compartment were replaced to fix the issue.